Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Right hip revision. Surgeon converted from a bipolar hip to a constrained liner for unknown reason.

Manufacturer narrative:
An event regarding dislocation involving an unknown shell was reported. The event was confirmed. Medical records received and evaluation: the primary harm involved is recurrent instability and prosthetic component dissociation. Reasons for recurrent instability in total hip arthroplasty are multifactorial and it is unlikely in the series of events described above to be attributable to component design and/or manufacturing. The patient suffered from dementia indicating normal protective mechanisms for the components were not in place. Operative records also indicate inappropriate component positioning potentially due to shifting during the healing process. This malpositioning contributed to impingement of the femoral neck on the periphery of the constrained liner. Impingement of the femoral neck on the cup periphery can result in levering and instability. Material analysis performed on the prostheses implanted on (B)(6) 2015 and explanted on (B)(6) 2016 demonstrated impingement damage and wear on the distal surface of the insert confirming the intra-operative findings. Both instability and impingement are primarily related to femoral and acetabular component positioning as well as surgical technique. The patients dementia and inability to comprehend and comply with protective measures undoubtedly also played a role in the recurrent instability. There is no evidence for materials or manufacturing defects in the implants involved in this review. A complete medical assessment could not be performed as surgical implant records, pre and post op xrays from the index and revision surgeries and outpatient office/clinic notes are required. Conclusions: clinician review of the provided information determined the likely root cause of both instability and impingement are primarily related to femoral and acetabular component positioning as well as surgical technique. The patients dementia and inability to comprehend and comply with protective measures undoubtedly also played a role in the recurrent instability. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If devices and / or additional information becomes available, this investigation will be reopened.

Event description:
Right hip revision. Surgeon converted from a bipolar hip to a constrained liner for unknown reason. Update per medical records received: recurrent dislocation with instability, right hip after hemiarthroplasty.